Manufacturer narrative:
The lot was manufactured between march 25, 2015 ¿ march 27, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor under infused the therapy solution. After the infusion time was complete and during disconnection of the infusor, it was discovered that approximately 75% of the solution was still in the device. The expected infusion time was 10 hours. The infusor was filled with 2800mg of deferoxamine diluted with 50ml of saline solution and eppi. There was no patient injury or medical intervention associated with this event. No additional information is available.